Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient was hearing well with the device and that there was no trauma or accident.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. However, to determine an exact root cause a device investigation of the explanted device is necessary. The complaint can be re-opened if further relevant information becomes available.

Event description:
It was reported that the patient was hearing well with the device and that there was no trauma or accident.